Event description:
Pt (B)(6) markedly elevated ldh in clinic, admitted for pump thrombus (B)(6). Started on hep gtt. No thrombus seen on chest CT. On (B)(6), noted to have symptomatic pi events with presyncope and speeds decreasing to 9300. Pump exchanged (B)(6).